Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Concomitant devices added in section d10. Article: (B)(4) - inner sheath for 27050 sl. Article: (B)(4) - electrode, bipolar - product returned on: novemeber 17,2025. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "customer performed a resection (bipolar) in which the cable burned out in the working element". No negative impact in state of health reported.